Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd pegasus¿ safety closed IV catheter system leaked from the septum. No serious injury or medical intervention was reported.

Manufacturer narrative:
A device history review was conducted for lot number 7257241, our records show it was manufactured on november 2-7, 2017; it was determined that this is the only instance of leakage occurring in this lot. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections of packaged goods. A sample and photograph were submitted for evaluation and testing. Although the photograph shows the reported failure mode occurring, no abnormalities could be identified in the returned sample despite attempts to identify the cause using leakage testing and microscopic evaluation of the device. A possible explanation for this phenomena is the sterilization process of all potentially contaminated devices. The high heat of this process is sufficient to result in the deformation of the septum, potentially sealing any openings that would allow the passage of fluid. The malfunction could not be duplicated and a root cause for the malfunction could not be determined.

Event description:
It was reported that bd pegasus safety closed IV catheter system leaked from the septum. No serious injury or medical intervention was reported.